Event description:
During an implant procedure, the leadless pacemaker (lp) was unable to be interrogated using conductive telemetry. As a result, the lp was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.